Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported drawer failure was due component. A field service engineer replaced the module board and reset all the cable connections to resolve issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es drawer failed. The customer reported that drawer not detected on the bus, preventing users from accessing medications. However, there was no interruption in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es drawer failed. The customer reported that drawer not detected on the bus, preventing users from accessing medications. However, there was no interruption in patient care. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: d1, g1, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-dec-2022 to 02-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that pixie bus module board needed a replacement. A field service technician replaced the pixie bus module board, reset all the cable connections, reinstalled the drawer in the auxiliary chassis, connected the pixie bus cable and restarted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device